Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a motor error alarm. The customer's blood glucose level was unknown. The customer was assisted with the troubleshooting. It was stated that the drive support cap was normal and the customer was able to clear the alarm and rewind the insulin pump. The insulin pump will not be returned for the analysis.